Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm that insulin delivery failed. A supply change was performed resolving the issue. Reportedly, the customer was using admelog within the cartridges. Customer's blood glucose level was 380 mg/dl. Tandem technical support advised the customer against using off label insulin with the pump.